Event description:
It was reported that the patient presented to the physician with pain and concerns of infection. The inflatable penile prosthesis (ipp) was explanted. The physician confirmed the device was functioning properly and observed no risk of infection. A new ipp was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.